Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Initial reporter occupation is lay user/patient. The test strips were requested for investigation, however, the product is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.8 inr. The result from the laboratory was 2.6 inr. The samples were obtained simultaneously. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.